Event description:
It has been reported to philips that there were no x-rays, made only popping sound. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure got delayed. The field service engineer (fse) inspected the system onsite and confirmed that exposures are not possible due to tube arcing. Fse identified the cause of the issue is due to tube arcing. Fse replaced the tube assembly. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.